Event description:
Device 3 of 3; reference MFR. Report# 3006705815-2019-00319, 3006705815-2019-00321. It was reported the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2019-00319, 3006705815-2019-00321. It was reported the patient was unable to place their ipg into MRI mode, due to low impedance values. Reportedly, the patient experienced multiple falls in the past. Follow up revealed the patient requires an MRI for an unrelated neck tumor; therefore, surgical intervention may be undertaken at a future date.